Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching a high of 274 mg/dl and remaining above range since the morning. During the call, the patient¿s glucose level decreased to 209 mg/dl. A site change was suggested, but the patient elected to perform it the following morning. The patient did not use backup therapy, perform ketone testing, or seek medical or additional assistance, and no immediate health effects were reported. The patient later reported that their glucose level had returned to 85 mg/dl and was back in range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.